Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that user station had crashed. A field service engineer discovered that the station was functioning properly after the reboot; however, the customer requested for a thorough examination of the station. Upon reviewing all events in the remote support service, the customer requested the log files to be retrieved. A technical support specialist (tss) examined the event viewer and identified an unscheduled reboot that occurred during the reported time frame. Additionally, the tss reviewed the debug log and noted that the reboot process took place after the user had checked for recent encounters while the station was in the process of loading patient summaries. The log files were successfully saved to the electronic patient health record. The customer confirmed that there were no additional issues with the device and granted permission for the case to be closed. The system functioned as intended after the field service engineer and technical support specialist investigated and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es keyboard was not working. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the keyboard was not working. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.